Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had extreme pain in abdomen after essure (fallopian tube occlusion insert) insertion. The devices were surgically removed. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case the event started within weeks of essure insertion and improved with devices removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), case # (B)(4) awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. The consumer stated within weeks of receiving the essure procedure, her health began slowly deteriorating. According to her, it took her over 2 years and a handful of doctors to realize that her health issues were related to essure. Some of the health issues that came up as a result of essure included extreme pain in abdomen, especially when bending down or coughing, severe hormone imbalance, irritability, mood swings, trouble sleeping, loss of libido, anxiety, fatigue, aching muscles, etc. Those symptoms increased in frequency and severity until 2 years later. She was unable to function anymore. She opted to go for a full reversal, including having her fallopian tubes reconnected after removal of essure. Within weeks of the reversal, her symptoms were diminishing. It's been over 2 years since she had the coils removed and she was happy to say that she made a great recovery. However, she was still having pain in her abdomen when coughing, probably due to the scar tissue in her tubes. She was very concerned about now possibly having an ectopic pregnancy and the issue of fatality involved with this kind of pregnancy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had extreme pain in abdomen after essure (fallopian tube occlusion insert) insertion. The devices were surgically removed. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case the event started within weeks of essure insertion and improved with devices removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.